Event description:
A patient reported that a pod applied to the abdomen detached in less than one hour due to complete separation of the adhesive from the skin. On (B)(6) 2026, while wearing the abdominally applied pod, the patient sought medical attention for a pod site reaction. The patient reported noticing a bump at the application site, which was diagnosed as an infection and alleged by the patient to be attributed to the omnipod 5 system. The patient was treated with antibiotics and discharged the same day. The specific antibiotic was not reported. No additional details regarding the event were available.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available.